Event description:
It was reported that a distal embolism occurred, requiring an additional device. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A jetstream xc atherectomy catheter was selected for the endovascular therapy procedure to treat arteriosclerosis obliterans. The jetstream catheter was prepared according to the instructions for use. After crossing with a wire via a contralateral approach, the wire was exchanged for another non-boston scientific filter wire. Atherectomy was then performed using the jetstream xc atherectomy catheter, first with the 2.1-mm size, followed by blade-up atherectomy with the 3.0-mm size. The filter used was moving up and down significantly inside the blood vessel while jetstream catheter was in operation, which may have caused biomaterial to leak from the filter. Distal embolization was observed on angiography thereafter. The occluded vessel was aspirated using a mach1 st catheter, followed by dilation with a 1.5 mm x 40 mm balloon. Blood flow in the embolized vessel was successfully restored to its original state. There were no further complications. One day later, it was noted that there had been no change in the patient condition.